Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that a ¿temp error¿ was displayed on the rotaflow console. The incident occurred during patient treatment and the customer exchanged the affected rotaflow with another device. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that a ¿temp error¿ was displayed on the rotaflow console. The incident occurred during patient treatment and the customer exchanged the affected rotaflow with another device. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The customer decided not to order any repair for the affected rotaflow console with s/n (B)(6) and for rotaflow drive with s/n (B)(6). Based on the evaluated facts above, and since no repair will be performed, the root cause for the ¿temp error¿ cannot be determined. However, the failure can be linked to the following most possible root causes according to the rotaflow risk management file: overtemperature condition in the device, e.g.: 1. Heat accumulation 2. Device used out of specification 3. Charging of battery. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2015 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2015. Rotaflow drive: the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2015 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2015-06-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning: make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.